Manufacturer narrative:
The customer disabled the ise 1 of the module. The field service engineer (fse) inspected the module and could not replicate the issue. He was not able to identify the root cause. He then cleaned the ise electrodes and internals and verified the sample probe alignment in ise 1. He primed the system without errors and performed successful ise checks. He performed a 21-cup precision on both ise 1 and 2 (42 cups in total). The na and k results exceeded the required cv% on both ise 1 and ise 2. He then decontaminated all the flow paths with a 20% bleach solution followed by deionized (di) water. He also replaced all of the syringe seals, pinch tubings, and electrodes on both ise 1 and 2. He performed another precision test and the na and k still exceeded the required cv% on ise 2. Ise 2 was then disabled and testing was resumed on ise 1. On the next fse service visit, he performed another precision test with acceptable results. The fse replaced the sipper and vacuum nozzles. He then performed a reagent prime and another precision check with acceptable results. The customer performed qc on all ises with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na, k, ci for gen.2 results for 2 patient samples tested on the cobas 8000 cobas ise module (double). The initial results were reported outside of the laboratory. The reporter received other questionable ion-selective electrode (ise) results so they rechecked previous ise results within a certain time period and noted discrepant results. Sample (B)(6) had an initial chloride result of 326 mmol/l with a data flag. The repeat chloride result was 102 mmol/l with a data flag. The initial potassium result was 14.6 mmol/l with a data flag. The repeat potassium result was 5.2 mmol/l. The initial sodium result was 438 with a data flag. The repeat sodium result was 142 mmol/l. Sample (B)(6) had an initial chloride result of 198 mol/l with a data flag. The repeat chloride result was 102 mmol/l. The initial sodium result was 243 mmol/l with a data flag. The repeat sodium result was 138 mmol/l. The initial potassium result was 7.1 mmol/l. The repeat potassium result was 4.1 mmol/l. The repeat results were deemed correct. The sodium, potassium and chloride electrode lot numbers and the expiration dates were requested but not provided.